Event description:
The following info was reported via (B) (6). The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels between 300 and 400 mg/dl. The customer stated that on the day after the event, she continued to experience high blood glucose levels and returned to the hospital. The customer stated that calluses were found on her abdomen, which prevented the proper delivery of insulin from her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.